Event description:
It was reported that the gastrointestinal videoscope had been submerged without a connector cover and had partial image loss. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and burn c-cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was caused due to corrosion on connector and damage on charged coupled device. However, the most probable cause for burn c-cover was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.